Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220. Before the procedure, the penumbra system aspiration pump max 220 would not turn on.

Manufacturer narrative:
Conclusion: the hospital examined the pump and noted that the capacitor was loosened. The pump began to work once the pump was cleaned and fixed. Therefore, the pump was not returned to the manufacturer for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Hospital kept the device.

Manufacturer narrative:
Without the return of the device, photographs provided by the distributor were inspected. Result: the image shows the serial number of the penumbra aspiration pump. The image shows the pump powered on and no vacuum pressure reading on the gauge as the knob is being turned to increase vacuum. Conclusion: the complaint has been evaluated based on the images provided. The complaint indicates that the regulator knob on the penumbra aspiration pump was broken and, therefore, the pump would not turn on. Evaluation of the images provided shows that the penumbra aspiration pump knob was turned on to the highest setting; however, the gauge did not show any vacuum, indicating that the pump was nonfunctional. The pump was then fixed by tightening the capacitor and the pump reportedly began to work. Due to the pump not returning for evaluation, we are unable to confirm the issue of this complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.